Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pains, shortness of breath, shocks on the right side of the chest and heart rate from "35-139". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event. 2021-09-09 it was further reported by the patient that their device is not working.